Event description:
The co service representative reported that the 3100a did not meet a performance specification. During pt circuit calibration a mean airway pressure (map) of 20cmh2o could not be obtained. There was no pt involvement al all.